Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number.

Event description:
Healthcare professional reported a lap-band port with a leak, first noticed when less saline could be withdrawn from the device than was previously injected. The lap-band port was explanted and replaced.